Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly, led anomaly and audio/beep anomaly. Customer's blood glucose at time of incident was 16mmol/l. Customer stated had battery out of pump and device shut off. Customer pump was turn back up with a white flashing screen and alarming again. The customer was advised that the device would be replace and revert to a backup plan.

Manufacturer narrative:
After the battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with minor scratches on the lcd window and case.